Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient experienced hyperglycemia with blood glucose level of 600+ mg/dl. Patient was admitted hospital and treated for diabetic ketoacidosis (dka). Device was discarded and not available for technical review.

Event description:
Type 2 diabetic on vgo for 3 days reported to valeritas customer care during an outbound call that her bg was over 600 and she was hospitalized for the hyperglycemia. Pt. Was confused and disoriented. Ae assessor spoke with the pt. For further investigation of this report. Pre-vgo the pt. Was on u-500 insulin 42 units in the morning and 64 units in the evening; pre-vgo bg range reported as 89 to 275. Pt. Was placed on vgo (size unknown) with bolus clicks per meal using a sliding scale with novolog insulin in the vgo. Pt. Bg the morning of her vgo start was reported as 99. Pt. States that her bg remained elevated the entire time she wore vgo. Pt. Told the ae assessor that she changed her vgo every 24 hours and the vgo was empty each time she changed the vgo. The pt. Was admitted to the hospital ICU and treated with IV insulin for dka. Vgo size is unknown but the pt. Insulin requirements are more than the largest vgo could provide by itself. The pt. Was on more insulin pre hospitalization and post hospitalization, than one vgo can provide

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. Initial reporter corrected. Health professional: no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.